Event description:
Description it was reported by customer that we had a syringe used in compounding which contains a plastic shard. Verbatim: material #309653 possible batch 4271486,4332230 and 5044018. Rcc received a complaint via email. Email(s) attached. My IV team informed me this am that we had a syringe used in compounding which contains a plastic shard. The lot# is (likely): 4271486. However, other lots stored in our bins are: 4332230 and 5044018. There was no harm to a patient. When the pharm tech discovered it while compounding, they immediately aborted compounding of that product and used a new (unaffected) syringe.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation a report was received indicating the presence of a plastic shard inside a syringe. To support the investigation, one sample consisting of two opened packaging blisters and three accompanying photographs was submitted for evaluation by our quality team. A visual inspection of the returned sample was conducted. A plastic fragment was observed at the bottom of the syringe barrel, resembling the material used in the syringe plunger rod retaining disc. No physical damage was identified on the returned syringe. The three submitted photographs accurately depict the received sample. This condition may occur if a jam takes place during the assembly of the syringe plunger rod and rubber stopper, potentially causing a fragment to break off and fall into the syringe barrel. A device history record (DHR) review was completed for material number 309653, covering potential lot numbers 4271486, 4332230, and 5044018. The review found no quality issues during the production of these lots that could be linked to the reported condition. Additionally, no related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. Verification of the syringe plunger rod and rubber stopper assembly process confirmed that the equipment settings and rail alignment were within acceptable parameters, and product flow was consistent. Based on the investigation and analysis of the returned sample, the customer-reported condition has been confirmed.